Manufacturer narrative:
Additional narrative: this report is for an unknown multiloc humeral nail constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: li, g., wei, w., liu, x., and yang, t. (2020), treatment of proximal humeral fractures in elderly patients with intramedullary nail and locking plate, national medical journal of china, vol. 100 (41), pages 3240-3245, doi: 10.3760/cma.j.cn112137-20200330-01015 (china). The aim of this retrospective randomized controlled clinical study is to compare the effect of intramedullary nail and locking plate in the treatment of proximal humeral fractures in the elderly. Between april 2016 to june 2018, a total of 37 patients (13 male and 24 female) with a mean age of 66¿5 years were included in the study. The patients were divided into observation group (17 cases) and control group (20 cases) according to the random number table. The observation group underwent internal fixation using a 8.0 mm or 9.5 mm multiloc intramedullary nail with 17 patients (6 male and 11 female) with a mean age of 67 ¿ 5 years. Fracture healing was observed in the follow-up at 6 weeks, 3, 6 and 12 months after the operation. The mean follow-up period was unknown. The following complications were reported as follows: 2 patients had postoperative pain around the shoulder. This report is for an unknown synthes multiloc humeral nail constructs. This is report 1 of 1 for (B)(4).